Event description:
Information was later received that at the next device check, the longevity remaining was less that 0.5 years again. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Information was subsequently received that this device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that the longevity remaining at the last device check was 3.5 years. Now, the longevity remaining is less than 0.5 years. Upon interrogation, automatic capture was programmed to 3.5 volts. A threshold test was performed which revealed a threshold measurement of 0.5 volts. As a result, the output was decreased. Following this change, the battery longevity increased to 3 years. No adverse patient effects were noted.